Event description:
It was reported that the vns patient¿s device showed high impedance. The patient was referred for surgery but no known surgical interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient underwent lead replacement on (B)(6) 2015. The explanted lead will not be returned by the explanting facility per the hospital policy; therefore, no product analysis can be performed.